Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and has a constant audible tone. Customer's blood glucose was 121mg/dl at the time of incident. Troubleshooting found that the customer replaced the battery but the constant audible tone persists and the pump has a blank screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant buzzing watchdog alarm due to moisture damage on the electronic assembly. Moisture damage was also found on the motor also. Unable to perform functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display anomaly. The insulin pump had cracked case at the display window corner and minor scratched display window.